Event description:
It was reported that the patient's blood glucose (bg) levels reached 390 mg/dl, while wearing the pod on the abdomen between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
Inspection of the cannula assembly found the soft cannula to be stretched, measuring out of specification at 1.174 inches. The formed needle had punctured the exposed portion of the soft cannula, causing a tear in the soft cannula that fluid leaked out of. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.